Event description:
The reporter called on behalf of the patient alleging that the meter displayed a clean test area (cta) message. The patient had been cleaning the meter according to the owner's booklet and the batteries were replaced less than a year ago. The patient ate food and/or drank a beverage after attempting to use the meter. She then contacted a medical professional for phone advice. Customer service had the patient remove, re-clean and re insert the test strip holder and the issue was not resolved. Customer service sent the patient a new meter. This case is being reported as a malfunction, since the cta message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.